Event description:
The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Reportedly, the customer had exposed the insulin to extreme temperatures. Tandem technical support educated the customer on insulin labeling.